Manufacturer narrative:
B5: post-op the pupil was still large and poorly constricted. At the patients last visit on (B)(6) 2023, the doctor informed patient to reduce vigamox + predforte on till finished. Use back pilocarpine tds on le , optive fusion when necessary. Patient will be reviewed in (B)(6) 2023. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -03.50 diopter, into the patients left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to patient experienced unreactive (fixed) pupil, blurred vision and iris atrophy. Post-op, the pupil is still large.

Manufacturer narrative:
A4: unk. A5: unk . A6: unk . H6: health impact- clinical code: 4581 - unreactive (fixed) pupil, iris atrophy. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).